Event description:
Account stated, the hi/low was drifting down intermittently. No injury reported.

Manufacturer narrative:
Account stated, he cleaned the hi/low ball screw assy to resolve this issue.